Event description:
The prescriber sent in the prescription for # 6ml (3 syringes) but the directions were inject 1 syringe into both knees once a week for 3 weeks. Was corrected by (B)(6) as 6 syringes with the same directions.